Event description:
The advocate called for help with the customer's contour meter. The advocate performed control tests during the call and received results of 219 and 224 mg/dl. The normal control range was 111-153 mg/dl. No adverse events were alleged. The test strips are to be returned for eval. Replacement test strips and a new meter were sent to the customer.